Event description:
It was reported that the right ventricular (rv) lead exhibited two isolated episodes of post-sense t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.